Manufacturer narrative:
(B)(4), date sent: 01/27/2022 h11: corrected data = h10 device analysis. Device analysis summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples, the swing tab in the locked position and both gripping surfaces damaged and attached to body reload making the reload nonfunctional. The device was tested with the test reload and fired without any difficulties. However, the staple line at the distal end showed that one staple was malformed when fired on the blue height selector position. The device was then tested with test reload for functionality in green staple height selector position and achieved its firing sequence without any difficulties. The staple line and cut line were complete and staples meet the staple form release criteria on firings. The event reported was confirmed and reload damage and swing tab are related to improper use of the device. These conditions are consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. D4: batch # 159a17. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples, the swing tab in the locked position and both gripping surfaces damaged and attached to body reload making the reload nonfunctional. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. However, the staple line at the distal end showed that one staple was malformed when fired on the blue height selector position. The device was then tested with test reload for functionality in the two (green) staple height selector position and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and reload damage and swing tab are related to improper use of the device. These conditions are consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open stoma relocation procedure, the device blocked intraoperatively and did not trigger. An additional device was opened and the operation ended with no influence on surgery or patient safety (there was no patient consequence).